Event description:
A customer reported a low pressure message and a hissing sound during a procedure. The message was able to be cleared and the procedure was completed with the same system. There was no pt harm.

Manufacturer narrative:
A review of the service report indicates the system generated a low pressure system message and a hissing sound when the system was moved. The customer called the company technical support specialist to assist with troubleshooting. The tech support specialist advised the customer on turning off the system and reconnecting the pressure hose. The customer did not request service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).